Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had high blood glucose over 450 mg/dl. Customer stated that she has been dealing with high blood glucose. Customer treated with a manual injection. Customer stated that the drive support cap appears normal. Customer had symptoms of high blood glucose such as feeling thirsty and irritable. Customer did not contact their health care provider regarding their high blood glucose. Customer stated that she has a back-up plan. Call was disconnected. Customer called back and stated that her blood glucose went down to 300 mg/dl. Customer did not have a tubing clamp. Customer was advised to do a complete set change. Customer stated that she will change everything out and monitor/treat her blood glucose in 2 hours.